Event description:
It was reported that the surgeon attempted to insert a 20.0 diopter aa4204vl silicone plate lens, and the lens bunch up in the cartridge and was torn. There was no patient contact.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. A piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens.